Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted (B)(6) 2001.

Event description:
It was reported that a remote transmission showed the device was oversensing noise during non-sustained high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.